Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on saturday they fell on their hands and knees. The patient noted that they did not hit the ins site or their head. The patient said everything was fine on saturday, but on sunday their right side started hurting near the implantable neurostimulator (ins) site and they could hardly breathe. On monday the patient called their managing hcp's office because their symptoms seemed to be getting worse and it was harder for them to breathe, and the managing hcp's office advised the patient to contact their primary care doctor. Yesterday the patient decided to call an ambulance because it was hard for them to breathe and their right side was still hurting. The patient said they were in the ER for 5 hours yesterday and they got a CT scan as well as a lidocaine patch under their arm. The ER staff said the patient was fine and sent them home. However, the lidocaine patch did not help and the patient felt worse today. The patient said their breathing was still really bad. The patient noted that their breathing was okay when they were sitting down, but it got bad when they moved around. The patient said they could hardly catch their breath today, and the ins site hurts and burns a little bit. The patient called their managing healthcare provider (hcp) office before calling patient services, and they told the patient it would be best for them to make a visit to the ER. The managing hcp's office also advised the patient to call patient services to find out if manufacturer representative (rep) could see if anything was broken (internally). Agent reviewed that rep cannot remotely check the integrity of the implanted components. Agent redirected the patient to their hcp to further address the issue. The patient said they will reach out to an ambulance and have them take them.